Manufacturer narrative:
The customer evaluated the device and received remote support, during which the customer was advised to replace the power pca and/or the control pca.the customer has taken the unit out of service. The device remains at the customer site.

Event description:
The customer reported that while the unit charged to 150j or 200j, it would count slowly and then show "defib failure - cycle power" . There was no reported patient involvement.